Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, while removing the specimen the extraction bag tore up, and specimen fall into the patient cavity. The specimen was removed without a bag in order to complete the case. There was no patient injury.